Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint of physical damage on the sterile adapter assembly with visual inspection.

Event description:
It was reported that during a da vinci-assisted surgical procedure, patient side manipulator (psm) 1 was not functioning properly. Before calling the technical support engineer (tse), they attempted to reseat the sterile adapter and instrument 3 times but the issue remained. Customer says it was the hook and scissors that were not working. The tse performed a system error log review and found error 31009 - instrument sensor missing. The tse recommended the customer try a new drape, check the pogo pins and wipe gold contact pins on psm. The customer performed those troubleshooting methods, put the instrument back on the psm and it went yellow - the issue remained. The procedure was continued with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow up attempts; however, at the time of this report, no additional information has been obtained.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site in order to further investigate the reported event. The fse found the clip on the carriage which holds onto the sterile adapter noticeably loose. Because of this, the patient side manipulator (psm) was replaced. The system was tested and verified as ready for use. The psm unit has been returned for evaluation, but the analysis has not been completed; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted following completion of the testing. A review of the site's system logs for the reported procedure date was conducted by post market investigation analyst. Investigation revealed the procedure was completed with no arm abandonment for patient identifier (B)(6). For the related complaint patient identifier (B)(6), logs revealed arm 4 was abandoned 43 minutes into the procedure. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer had to abandon an arm after the start of the procedure due to unrecoverable faults. Field service engineer later (fse) went to the site and replaced the patient side manipulator (psm) in order to resolve the issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.